Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, an aortic valve replacement was performed and this 19 mm trifecta valve was implanted. On (B)(6) 2017, a re-do aortic valve replacement was performed due to a high gradient. The valve was explanted and replaced with a mechanical valve (manufacturer and model unknown). The patient was reported to be in stable condition.

Manufacturer narrative:
The results of this investigation concluded there was circumferential fibrous pannus ingrowth on the inflow and outflow surfaces of the 19 mm trifecta valve, with narrowing of the inflow diameter. Leaflets 1 and 3 were fibrotically thickened and contained calcifications within the pannus. There was no inflammation present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, or calcifications were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.